Event description:
It was reported that found that one month after implantation, the lead had pacing and sensing difficulty. The lead was repositioned but the problem remained. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.